Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted during test. Device received with cracked battery tube threads. Minor scratched lcd window, cracked reservoir tube lip and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a crack at the top side of the battery about half centimeter. The customer's blood glucose level was unknown. The customer reported that the insulin pump screen was hard to read. They mentioned that sometimes top of the reservoir breaks and falls out. The insulin pump also had no delivery alarms. The insulin pump will be returned for analysis.